Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Additionally, the associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited noise on the right atrial channel that appeared to be the minute ventilation signal. The noise was oversensed and resulted in inappropriate atrial tachy response (atr) episodes. Variable pacing impedance measurements were also noted on another manufacturer's right atrial (ra) lead and right ventricular (rv) lead. Measurements remained within range. It was noted that the patient is not pacer dependent and no adverse patient effects were reported. Reprogramming options were discussed to mitigate the clinical observations. This device was included in the recent minute ventilation sensor signal oversensing advisory population.